Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer's pump prompted her to clear the alarm with a certain button but the button error would not clear. The customer also inserted a new battery into the pump but the alarm persisted. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; however, she spotted a crack at the base of the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms wer noted. The pump was received with a cracked end cap and minor scratches on the lcd window.